Event description:
This was a left-sided cardiac lead removal of a (B)(6) rv lead (mdt 6949) and re-implantation of an upgraded device. The case was performed in the ep lab with arterial line placement, fluoroscopy and a CT surgeon next door in the operating room on call. Two leads total (rv and ra - both implanted 2005) only the rv to be extracted. The physician cut and prepped the rv lead with a lld-ez and a cook medical bulldog. The rv lead was successfully extracted with a 14f sls ii and a visisheath with minimal advancement of the laser sheath. The visisheath did not advance beyond the distal tip of the 14f sls ii at any time. After removing the lead and laster sheath the pt's arterial blood pressure began a slow decline from approx 110 to 65. The CT surgeon was called and in the room within 2 minutes. Blood was hung, fluids increased and the pt's blood pressure stabilized. Fluoroscopy suggested a cardiac effusion. A needle aspiration of the area around the svc produced no fluids. A pericardial drain was then inserted and produced a total of approx 200mls. Both physicians chose to proceed with the device upgrade, the pt remaining stable throughout. The pt was transferred to the ICU for overnight observation. The physician was reported as stating post-operatively "I'm pretty sure the bleeding was coming from the apex where the distal tip of the lead was attached and not the svc." No devices were retained for return investigation as they were disposed of by the hospital staff. Attempts to obtain the device lot info were unsuccessful.